Manufacturer narrative:
D9: date returned to MFR; 4/13/2026. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported complaint was confirmed. The probable root cause is due to the main circuit board and interconnect circuit board is found faulty. The interconnect board was replaced to correct the malfunction.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump continued to have mainboard issues, including acu power strobe failure and acu watchdog failure. There was no patient involvement and harm.